Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Subsequent information was received that the device was returned for analysis. It was further noted that tones were heard from the device as a result of the recorded code 1003.

Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service pending revision.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was received indicating a procedure was performed wherein the patient was implanted with a new subcutaneous implantable cardioverter defibrillator (s-ICD) system with the chronic ICD remaining implanted but not in use. No adverse patient effects were reported.